Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not "dose correctly." Customer declined troubleshooting with tandem technical support and declined to provide further information. There was no reported impact to customer¿s blood glucose.